Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered. The thumb advancer was retracted and during a second attempt, add'l force was applied enabling completion of distal deployment. After clip deployment, bleeding continued. When the device was removed, the locator wings remained partially deployed and the clip remained on the clip delivery tubeset. Manual compression and a non-abbott device were applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.